Event description:
It was reported that two weeks before this surgery, the device is no longer working, so the patient visited the doctor and his device was examined, and a right cylinder connection tube crack was found. The inflatable penile prosthesis (ipp) right cylinder and pump were removed and replaced. After the revision surgery, the patient was stable and the event resolved.

Manufacturer narrative:
D10, h3, h6, h10. H3 device evaluation the ams700 ipp cylinder was visually inspected and functionally tested. The krt was worn to filament. Leak was found in the input tube sleeve the was result of sharp instrument damage; hole was present. This hole/damage was the result of sharp instrument damage. Cylinder has wear at folds in cylinder body; no leak was found in cylinder body. Based on the event details, implant duration and product analysis, it cannot be concluded if the sharp instrument damage occurred while implanted or during explant; however, the reported of crack/hole in the cylinder connection tube was confirmed.

Event description:
It was reported that two weeks before this surgery, the device is no longer working, so the patient visited the doctor and his device was examined, and a right cylinder connection tube crack was found. The inflatable penile prosthesis (ipp) right cylinder and pump were removed and replaced. After the revision surgery, the patient was stable and the event resolved.